Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and the legal manufacturer's final investigation, and to correct information provided in the initial report. The following sections were updated / corrected: b5, d1, d2, d4, g3, g6, h2, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since olympus technical assistance center had the customer order a new light source cable (maj-1959), there was no issue with the subject device.

Event description:
The customer confirmed the event occurred during preparing for use. There was no delay in the procedure in which the subject device was used, and the intended procedure was completed. There were no patient injuries or medical intervention associated with this event. The device was inspected and there were no abnormalities noted.

Manufacturer narrative:
Following a troubleshooting call with olympus technical assistance center, it was determined to be a light control cable that was causing the reported event. The customer ordered a new light control cable to replace the faulty component. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii xenon light source had an e103 "the light source has broken down" error message. After troubleshooting, the customer found it was a bad light control cable causing the error. The cable was also causing a spare lamp indicator to light and a white balance issue. No patient involvement or impact to patient care was reported.